Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise. It was noted that the pacemaker was explanted and replaced during the same procedure with no reported allegation. No additional adverse patient effects were reported.